Event description:
It was reported and learned through investigation that a 27mm 7300tfx mitral valve was explanted at unknown date and unknown reason. The explanted device was replaced with an unknown valve. Per medical records received, the patient has a history of redo mvr unclear if this occurred in 2019 or 2021. Investigation is ongoing to clarify this event.

Manufacturer narrative:
Added information to b5, b7, h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 27mm 7300tfx mitral valve implanted eight (8) years, two (2) months, is being evaluated for valve-in-valve procedure due to mitral stenosis.

Manufacturer narrative:
Added information to b5, b7, d4, h4, h6. The device was not returned to edwards as it was reported to be not available. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported and learned through investigation that a 27mm 7300tfx mitral valve was explanted at unknown date and unknown reason. The explanted device was replaced with an unknown valve. Per medical records received, the patient has a history of redo mvr unclear if this occurred in 2019 or 2021.